Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer clarified that the their blood glucose was 700 mg/dl at the time of the call.

Manufacturer narrative:
Pump passed operating current, a21 error test, displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported via phone call, they were experiencing issues with high blood glucose. Customer had changed the infusion set yesterday and it was working fine throughout the day. Customer had dinner bloused and three hours later there blood glucose was 245 mg/dl. Customer changed their site and corrected for the high blood glucose with a bolus. Troubleshooting was performed. Customer stated the drive support cap was normal, however noticed the dome label sticker was missing. Troubleshooting was changed to physical damage. The dome label was missing portion of the sticker. The dome label sticker had fallen off about a month ago. Customer was advised to discontinue use of the device, revert their back-up plan per their health care provider's instructions, and the device needed to be replaced. The insulin pump was returned for analysis.